Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Small screw on backside of blue mics handpiece fell out into the field. Case type: tka.

Manufacturer narrative:
Reported event: it was reported that small screw on backside of blue mics handpiece fell out into the field. Product evaluation and results: per case number (B)(4) the alleged failure was not confirmed. 1.successfully performed mics cable replacement per (B)(4). Mics can be returned to stock as a 209063 lot #4200431-r. Product history review: device history records indicate 25 devices were manufactured under lot k06qd and were accepted into final stock on 3/22/16.no non-conformance were identified during inspection. Complaint history review: a review of complaints related to p/n 209063, prodex lot k06qd shows no additional complaint(s) related to the failure in this investigation. Conclusions: the alleged failure mode was not confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that there have been no nc and CAPA are associated with the failure mode reported in this event.

Event description:
Small screw on backside of blue mics handpiece fell out into the field. Case type: tka.